Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a forward flow alarm, an abnormal whirring, grinding or buzzing sound came from the centrifugal pump head coinciding with the immediate loss of forward arterial flow. The user isolated the disposable pump head with tubing clamps and stopped the centrifugal pump. The user observed that the disposable pump head was properly seated in the drive motor and removed it and placed it back into the drive motor confirming proper seating and alignment. Bypass was resumed, the pump functioned normally and there were no adverse consequences to the pt as a result of this event. The reported time to correct the problem was 27 seconds.

Manufacturer narrative:
Device not returned.